Event description:
It was reported that the patient underwent left initial total hip arthroplasty on (B)(6) 2005 and a right initial total hip arthroplasty on (B)(6) 2002. Subsequently the patient underwent a left hip revision procedure on (B)(6) 2015 due to pain and elevated metal ion levels. During the procedure, synovitis was alleged. The modular head and taper adapter were removed and replaced. No right hip revision procedure has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2015-01656, -01675 & -01676).